Manufacturer narrative:
(B)(4). The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the patient came into clinic due to asystoles of short duration with unconsciousness. Oversensing was observed and could be reproduced with manipulation. The device was explanted and replaced. The patient was in good condition.